Manufacturer narrative:
Concomitant medical products: product ID: 37022, implanted: (B)(6) 2016, product type: external neurostimulator. (B)(4).

Event description:
The consumer reported the trial started on (B)(6) 2016 and she received some therapeutic coverage in her legs but did not feel the tingling in her buttocks and only a little tingling in her lower back. The patient stated she had less pain in the mornings. On the day prior to the report, the patient's pain returned. So the patient increased the amplitude, but it caused overstimulation and pain in the ankles. The patient could not feel stimulation in the waist and buttocks. There were no falls or traumas and the patient said she was very careful. Currently, the patient was at 3.10 volts. There was a lack of effect with little sensation in the waist and buttocks since the trial started. Since (B)(6) 2016, the patient had a return of pain. Later, the patient reported she met with one of the manufacturer's representatives (rep) and the rep gave her a couple more programs. They did help, but the trial ended the next day. The patient thought part of not feeling the stimulation was because she was wearing a skirt with a tight elastic waist and the patient thought it may have put too much pressure on the wire. The patient was happy with the trial and was scheduled for permanent placement in early march.